Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The cause was a crack in the welding zone. The reported condition was verified. The cause could not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "shortly" after the start of treatment with a polyflux 140h, an external dialysate leakage was observed. It was reported a "crack in the housing was observed". There was no patient injury or medical intervention associated with this event. No additional information is available.